Event description:
Spontaneous, pt's husband reporting error in curlin pump - says air was in the line but there was no air in the line. Pt ended up finishing infusion of gammaplex 10% via gravity tubing. But needs new pump shipped to them. Scheduled pump return box for return of pump with error, and new curlin pump and pump manual to be shipped to pt before next infusion in oct. Unknown if fault occurred during use. Did the product issue cause or contribute to patient or clinical injury? Unknown/not reported. Unknown if patient had a back up device. Reported to (B)(6) by pt/caregiver.